Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient experienced pain, adhesions, seroma, infection, and wound vac.

Manufacturer narrative:
Additional info: a4, b5, b7, d8, e1 (facility name, street, city, region, postal code), h4, h6 (updated all codes, added patient codes, imf codes and ime e2402: "lymphocytes; few red blood cells; rare neutrophils; pockets of air"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left ventral hernia. It was reported that after the implant, the patient experienced pain, adhesions, seroma, infection, fluid collection, open wound, displaced mesh, fluid from abdominal wall seroma, numerous lymphocytes, few red blood cells, fibrinous material, rare neutrophils, small pockets of air, mrsa, swelling of abdominal wall, increased abdominal pain, cloudy purulent fluid, serous appearing fluid, increased abdominal pain, swelling, and infected stroma. Post-operative patient treatment included medication, revision surgery, CT scan, wound vac, lysis of adhesions, and drainage of recalcitrant seroma, incision and drainage of abdominal wound and removal of capsule, placement of drain, IV and po antibiotics, CT guided abscess drainage with aspiration, and incision and drainage with curettage and wound vac placement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left ventral hernia. It was reported that after the implant, the patient experienced pain, adhesions, seroma, infection, open wound, displaced mesh, fluid from abdominal wall seroma, numerous lymphocytes, few red blood cells, fibrinous material, rare neutrophils, small pockets of air, (B)(6), swelling of abdominal wall, increased abdominal pain, cloudy purulent fluid, serous appearing fluid, increased abdominal pain, swelling, and infected stroma. Post-operative patient treatment included revision surgery, wound vac, lysis of adhesions, and drainage of recalcitrant seroma, incision and drainage of abdominal wound and removal of capsule, placement of drain, IV and po antibiotics, CT guided abscess drainage with aspiration, and incision and drainage with curettage and wound vac placement.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a left ventral hernia. It was reported that after the implant, the patient experienced pain, adhesions, seroma, infection, and an open wound. Post-operative patient treatment included revision surgery, wound vac, lysis of adhesions, and drainage of recalcitrant seroma.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.